Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastric bypass procedure, the load locked and the device did not fire. The load was replaced by another of the same code. There was no patient injury.